Manufacturer narrative:
The reported event for failure to sense was not confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed no anomalies. Furthermore, electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, no sensing was noted on the right atrial (ra) lead. The physician attempted to reposition the lead, however, it was not possible to establish a signal. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.